Event description:
Additional information was received indicating the patient expired approximately two weeks after the new system was implanted. The patient was in a nursing home at the time of death. It was reported the infection had cleared prior to the implant of the replacement system. The cause of death provided by the physician was abdominal sepsis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The rv lead was explanted.